Manufacturer narrative:
Physio-control evaluated the customer's device and the customer's accessories. Physio was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not recognize paddles. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.